Event description:
Status post bilateral subglandular inframammary polyurethane implants (unk size) for augmentation. No records. Had been having some mild left discomfort, but this increased markedly after a ski accident three years later when the pole hit left axilla. Now complains of constant aching with intermittent severe gripping pain on left which radiates to left arm. Extensive work up including cardiac reveals only probable rupture left per MRI. Pt believes right decreased size slightly. Also complains of progressive systemic problems including left sided arthralgias (positive am stiffness), myalgias, spasms, right numbness, axillary swelling, chronic fatigue, sleep disturbance, headaches, anxiety attacks, shortness of breath with chest pain and irritable bowel syndrome. Pt is otherwise healthy.